Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00013 on 09-jan-2024. Additional information (19-jan-2023): the initial report indicated the initial calcium (ca) result was below assay range. Siemens reviewed the instrument files and determined that the initial result was 3.57 mg/dl. Siemens further evaluated the event and concluded that improper or weak sample mixing, due to the sample 1 mixer malfunction, potentially contributed to the falsely depressed ca results. As mentioned in the initial report, the malfunctioned mixer was replaced. Section b6 and the investigation conclusions code in section h6 were updated to reflect the additional information. Corrected information (19-jan-2023): the initial report indicated that quality controls (qcs) recovered within ranges on the day of the event. Siemens determined that the qcs did not recover within 2 standard deviation from the mean on the day of the event. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely depressed calcium (ca) results were obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the sample 1 (s1) mixer, primed the instrument, and successfully performed an auto-alignment. Qcs were performed and recovered within ranges. The cause of the falsely depressed ca results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The sample was repeated twice on the same instrument, recovering higher. It is unknown which depressed calcium results, if any, were reported to the physician(s). The higher repeat result was reported, as the correct results, to the physician(s). The customer indicated that multiple patient samples were impacted, but only provided one example. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca results.